Manufacturer narrative:
(B)(6). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "in a follow up meeting with glenn perry director of biomed he explained what happened with the ICU monitors at west. Biomed was called to the unit in regards to an increase of artifacts in the siemens monitors with the pumps in use. Un plugging and plugging the pump back in had the attached impact on the connected patient&#62688;monitor and reading as reported. Delay in therapy:unknown. Need for medical intervention:unknown. Patient involvement: yes.